Event description:
Reportable based on device analysis completed on 07dec2021. It was reported that the device got kinked. The target lesion was located in the proximal right coronary artery. A 6f guidezilla ii was selected for use. During the procedure, it was difficult to advance the equipment through the guidezilla. The device was removed, and it was noted that the transition hub was kinked. The procedure was completed with another of same device. No patent complications were reported. However, device analysis revealed that the collar was partially detached.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was a hypotube kink 112.2cm from the strain relief. The collar of the device was kinked, and the ptfe liner and shaft were pulled up and away from collar. There was blood present in the shaft of the device. The collar was partially detached, and the shaft was damaged. There were numerous shaft kinks to the device. The shaft was also twisted, and the tip of the device was damaged. The non-bsc devices used in the procedure with the guidezilla ii complaint device was not returned for analysis, nor were they reportedly defined so a functional testing could not be performed. With the device being kinked at the collar and multiple places on the shaft, and most likely in the patient during the resistance, it was possible the kinks were causing resistance. Product analysis did not confirm the reported difficulty to advance; however, analysis could confirm the reported kink as the collar was kinked, and the shaft had numerous kinks that could have caused resistance when trying to advance through the shaft when inside the patient.